Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure and after several biopsy samples, the needle was bent and stuck out from the side of the jaws. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure and after several biopsy samples, the needle was bent and stuck out from the side of the jaws. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found the needle bent. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open however, the bent needle did not allow proper jaw closure. The condition of the returned incident device was consistent with the complaint; needle bent. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors in which the device needle was bent. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
Patient identifier, age and weight are unknown, however, patient over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).